Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 240 mg/dl, 447 mg/dl, 268 mg/dl, 361 mg/dl, 255 mg/dl, 557 mg/dl, 219 mg/dl, and hi (greater then 600 mg/dl). No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining discrepant blood glucose values of 552 mg/dl back to back with a result of 175 mg/dl when testing was performed 6 minutes apart on the advantage system. No actions were taken or treatment reported. A request was made for the return of the suspect device and replacement product was sent.